Manufacturer narrative:
Product investigation summary: the insertion handle shows hard damages all over indicating a mishandling. Also, the knop to orientate the nail is sheared-off. To measure the position of the broken off knop isn't possible about the damage. A device history record (DHR) review was performed for the affected lot. (B)(4) parts were delivered to the warehouse with no abnormalities or deviations detected. The article was manufactured in january, 2011. During manufacturing investigation, a functional test was performed. The insertion handle passed the functional test. Complaint is confirmed, but not manufacturing related. Based on this information, the exact reason cannot be confirmed for this problem. It is likely that a handling issue and/or high applied mechanical force led to this damage. To prevent such problems, it is necessary that worn or damaged instruments be replaced. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 03.010.045 ¿ 3659627, manufacturing site: (B)(4), manufacturing date: 19.jan.2011, expiry date: no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) instruments broke during a surgical procedure. Specifically, the tip of a drill bit broke off in the femoral neck while the surgeon was drilling the lateral femoral nail (lfn) hip screws. About 1 cm of the drill bit remained in the patient, causing a 15 - 20 minute delay. The broken fragment is fixed deep into the femoral head/neck area of the bone and is not protruding from the bone. It is unknown if this is causing pain to the patient. A second instrument set was opened to utilize the drill from that set. During the surgery, a part of the insertion handle snapped off when the surgeon attempted to maneuver the nail after it had been inserted. The tab from the broken insertion handle was retrieved and discarded after removal from the patient. An additional surgical delay of 10 -15 minutes resulted. As the second instrument set was already opened and being used, the surgeon was able to utilize the insertion handle from that set. This is report 2 of 2 for (B)(4).